Manufacturer narrative:
(B)(4). Section d4: the healthcare facility reported that complete device identification information was not available. Section h11: the subject rt380 adult dual heated evaqua2 breathing circuits have been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that two rt380 adult dual heated evaqua2 breathing circuits failed the ventilator leak test prior to patient use. There was no reported patient harm.